Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's insertable cardiac monitor was found to have under-sensing, resulting in a false pause episode. Loss of contact was suspected as the cause of the malfunction. No intervention was performed and the patient will continue to be monitored. No patient consequences were reported.